Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that tube sst ii plh 13x100 5.0 slbl gld contained oil gel globules. The following information was provided by the initial reporter: "the teacher of biochemical immunity in (B)(4) hospital, (B)(4) university, (B)(6) sent the centrifuge samples to the machine for testing, the machine gave an alarm because it had absorbed a foreign matter and withdrew the sample. Then it found that there were many oil gel globules in the blood sample. No sample."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 2 videos were provided for investigation. The videos were reviewed and the indicated failure mode for oil gel globules with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing for signs of gel particles or globules. 6 out of 10 retention samples produced gel globules. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. As the customer¿s defects could be replicated from testing the retained tubes, and from the attached videos, the complaint is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that tube sst ii plh 13x100 5.0 slbl gld contained oil gel globules. The following information was provided by the initial reporter: "the teacher of biochemical immunity in zhongshan hospital, fudan university, shanghai sent the centrifuge samples to the machine for testing, the machine gave an alarm because it had absorbed a foreign matter and withdrew the sample. Then it found that there were many oil gel globules in the blood sample. Pic attached. No sample."